Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that the reported phenomenon was attributed to the temporary malfunction of the front panel or the main board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the examination lamp of the subject device was not ignited when turning the device on. The user cycled the power of the subject device, the issue was resolved. There was no report of patient injury associated with the event.